Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329; product type: 0195-heart valves; lot number: 0011832526 product ID l-evolutfx-2329; product type: 0195-heart valves; lot number: 0011821627 product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) showed mild paravalvular leak (pvl) and the valve well seated with the proximal portion slightly protruding into the left ventricular outflow tract (lvot). Left ventricular systolic function was noted to be moderate-severely reduced. The intraventricular septum (ivs), apex and mid-distal inferior walls were most impaired (severely hypokinetic to akinetic). Twenty days post-implant, an echocardiogram showed the left ventricle moderately-severely dilated with a drop in the lv ejection fraction from 29% to 27% and abnormalities similar to the previous echocardiogram including an interval increase in pvl and functional mitral regurgitation from trace to moderate. Mitral leaflets were noted to be apically tented. The right ventricle was mildly dilated with normal function. Four weeks post-implant, a transesophageal echocardiogram (tee) showed moderate-severe pvl with diastolic flow extension over approximately 50% of the posterior valvular circumference. A posterior paravalvular gap was identified and associated holodiastolic flow reversal in the descending thoracic and abdominal aorta concerning for severe aortic regurgitation. Blunted pulmonary vein flow was reported. Mild-moderate tricuspid regurgitation and moderate-severely reduced lv systolic function were noted. One month and one week post-implant, the valve was snared due to migration into the lvot with moderate-severe pvl and a non-medtronic (edwards) valve wa s implanted valve-in-valve via the left carotid approach. Trivial aortic regurgitation (ar) was noted. The perimeter of the native annulus was 81.9 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) showed mild paravalvular leak (pvl) and the valve well seated with the proximal portion slightly protruding into the left ventricular outflow tract (lvot). Left ventricular systolic function was noted to be moderate-severely reduced. The intraventricular septum (ivs), apex and mid-distal inferior walls were most impaired (severely hypokinetic to akinetic). Twenty days post-implant, an echocardiogram showed the left ventricle moderately-severely dilated with a drop in the lv ejection fraction from 29% to 27% and abnormalities similar to the previous echocardiogram including an interval increase in pvl and functional mitral regurgitation from trace to moderate. Mitral leaflets were noted to be apically tented. The right ventricle was mildly dilated with normal function. Four weeks post-implant, a transesophageal echocardiogram (tee) showed moderate-severe pvl with diastolic flow extension over approximately 50% of the posterior valvular circumference. A posterior paravalvular gap was identified and associated holodiastolic flow reversal in the descending thoracic and abdominal aorta concerning for severe aortic regurgitation. Blunted pulmonary vein flow wasreported. Mild-moderate tricuspid regurgitation and moderate-severely reduced lv systolic function were noted. One month and one week post-implant, the valve was snared due to migration into the lvot with moderate-severe pvl and a non-medtronic (edwards) valve was implanted valve-in-valve via the left carotid approach. Trivial aortic regurgitation (ar) was noted. The perimeter of the native annulus was 81.9 mm. No additional adverse patient effects were reported. Additional information was received that the concern for severe aortic regurgitation was referring to the pvl observed. The patient was reported to be recovering well and discharged from the hospital.